Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced burning with urination, occasional drops of blood with urination, nocturia pelvic pain, recurrent urinary tract infections, right and left lower abdominal pain and pelvic discomfort. Furthermore, it was reported that the plaintiff died. The cause of death was reported as ascending aortic dissection and aortic rupture into pericardium. Related to MFR report #: 2183959-2015-13053.

Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption (B)(4). Lawter-filed report.